Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl. To address the bg level, the customer delivered a correction bolus. Reportedly, the customer's health care provider requested that the carbohydrate ratio be adjusted. Tandem technical support guided the customer through adjusting the pump settings.